Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via reduced intrinsic amplitudes and a change in intrinsic morphology. It should be noted that the patient had a left ventricular assist device (lvad). Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. This is normal device function. The smart pass feature remains off. There were no additional adverse patient effects. The lvad was reprogrammed and the intrinsic morphology is more stable. The device remains implanted.